Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified solution, at an unspecified rate, via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to the proximal clave y-site on the primary tubing set for piggyback delivery of IV immune globulin 10% 32.5 gm, that was titrated to a range of 200 ml/hr. After an unspecified length of time, the customer contact reported backflow of solution into the primary solution container. It was reported that the tubing of the primary tubing set was clamped with a hemostat and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The list number has a common device name of 80fpa and a 510k of k103344. This report represents all the info known by the reporter upon query by hospira personnel.